Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received: one used perifix kath.kup.2.0 g20-g24 gelb without packaging. The returned perifix kath.kup.2.0 g20-g24 were taken to a visual examination. The sample was handed over in closed condition. Damages or were not detected at the sample. Furthermore the connection between an original packed catheter and the returned catheter connector was taken to a tensile strength test according to the test plan. Nominal: min. 5.5 n actual: 2,25 n the tensile strength is not within the specification. Production records and retain samples show no deviations. The defect is due to a development error and already known. Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): problems with fixation.